Event description:
The customer reported to olympus during preparation for use, a e224(scope communication error, unable to recognize a subject) occurred on the 4k autoclavable camera head. It was hooked to 2 different control boxes and threw the same code both times. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered worn out switch button f, a faulty cable, and a faded label on the rear cover. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: h4. See additional information on b5, h6 and h10. Based on the results of the legal manufacturer's investigation, the phenomenon, e224 error, was not reproduced. It was determined, however, that a communication failure occurred due to a cable failure, an e224 error occurred, and the image was temporarily not displayed. It was noted that e224 error is an error that occurs due to poor communication between the camera head and processor. The cause of the cable failure could not be estimated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer stating that the intended procedure was completed with a backup camera with no impact to the patient and with no medical intervention required.